Event description:
As reported, during patient use of a swan-ganz catheter in the operating room, the catheter failed to provide continuous cardiac output (cco) and pulmonary artery pressure (pap), and the error message "check thermal filament position" was displayed. Additionally, svo2 was displayed as 30-40 % which was lower than expected. The issues were not resolved by replacing the cable or the hemosphere monitor unit. After the patient was transferred to the ICU and the same catheter was connected to vigilance ii monitor, no problems with the measurements were observed. No treatment was performed based on the inaccurate values. There was no allegation of patient injury.

Manufacturer narrative:
Product code: dqo, dqe, kra. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.